Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that a pump interrogation revealed an active motor stall. The patient had not recently had an MRI. Multiple motor stalls and recoveries were noted to have occurred in (B)(6) 2018. The final active stall occurred on (B)(6) 2018. The caller noted that she was pretty certain they have ruled out an environmental causes of the stall. The patient had withdrawal symptoms but it was under control at the time of the report. The patient was on small doses of oral baclofen. The caller was redirected to follow up with the patient's managing hcp to review considerations. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The patient was scheduled for a pump replacement on (B)(6) 2019. No further information was available.